Event description:
It was reported by the patient that the vns was malfunctioning. It was reported that his lead had come disconnected from the nerve and was protruding from his neck. It was noted that when the patient was last seen by the physician, it was noted something was wrong with the vns and multiple tests were performed on the programming system. It was noted that the patient was disabled due to the device malfunctioning. Follow up with the physician reported that no additional information could be provided for the reported events. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem - correction - incorrect wording regarding the device disablement was provided in the initial MDR.

Event description:
It was noted that the patient's generator was disabled due to the device malfunctioning. No additional relevant information has been received to date.